Event description:
It was reported that a piece of bur was stuck in the device during service at the manufacturer facility. No patient involvement, delay, medical intervention, or adverse consequences were reported.